Event description:
During a plif procedure at level l3-l4 surgeon noticed one of the pedicle screws was positioned inferior to the pedicle. Surgeon wanted to reposition the screw, but was unable to loosen the cap with a t-25 stardrive shaft, and it became stripped. Surgeon decided to leave the screw and cap in place as is, and completed the procedure. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.